Event description:
It was reported that a spectrum pump had a door alarm. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , door alarm was not reproduced. A review of the event history revealed "shut door - power off" message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluator did not observe any symptom or potential cause of the reported problem. Door hook adjustment performed as precaution. Should additional relevant information become available, a supplemental report will be submitted.